Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm. The week of (B)(6) 2026, the patient¿s cgm was reading 40 mg/dl. No bg meter reading was taken at this time. The patient¿s husband treated the patient with bananas and an apple. The patient was also reported to be hallucinating at this time. Despite treatment, the patient¿s cgm value remained at 40 mg/dl, therefore, emergency medical services (ems) was called. Once ems arrived, the patient¿s bg meter reading was 200 mg/dl while the cgm was reading 40 mg/dl. The patient was transported to the emergency room (ER). At the ER, the patient¿s bg meter reading was 500 mg/dl and she was diagnosed with diabetic ketoacidosis (dka). The patient reported she did not have a recollection of what occurred in the ER but she thought she was treated with insulin (route not specified). There was no documentation of the patient being hospitalized. No other patient or event details were available, including how long the patient was in the ER prior to being discharged. The patient was ¿fine¿ at the time of report. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. The reported glucose values fall within the c zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.

Manufacturer narrative:
(B)(4) diabetes mellitus is a known cause of diabetic ketoacidosis.